Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The pump and cylinders were removed, replaced, and the original reservoir was retained and reused. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated initial reporter email e1.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The pump and cylinders were removed, replaced, and the original reservoir was retained and reused. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated initial reporter email e1. Updated concomitant components. Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100413950 model/catalog description: reservoir. D4 unique identifier (UDI): (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The pump and cylinders were removed, replaced, and the original reservoir was retained and reused. There were no patient complications reported.